Event description:
It was reported that the service and repair department documented six (6) devices. It was reported that one is dead; for four of them the reverse button does not work and the last one makes loud noises. The issue was discovered during testing. The sales consultant confirmed that there was no patient involvement. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Service/ maintenance history & investigation summary/eval was completed: part 2 (05.000.008 lot 004475): the customer reported the reverse speed was not working. The repair technician reported the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 13-jul-2015. The evaluation was confirmed, the evaluation was confirmed, no cause was observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Service history review: lot #004475 a service history of the past three years has been reviewed. The item was previously returned for service on 27-aug-2012, 29-jan-2013, 13-mar-2013, 26-feb-2014 and 03-feb-2015 due to motor failure and (B)(6) 2013 for electronic control damage. The customer called in a service request for this item on 12-jun-2015 and reported the device is inoperable. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable. The manufacture date of this item is 9-dec-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Unknown when devise stopped working. Additional product code gxl. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.